Manufacturer narrative:
H6: review of x-rays by manufacturer did no reveal any obvious discontinuities in the ncp system; diagnostics tests performed on generator by reporter indicated normal ncp system functioning. The recent increase in vns therapy parameters and the patient's significant neurological disease contributed to the bradycardia. However, reporter feels vns therapy is beneficial for this patient despite the bradycardia. Heart rate and rhythm changes are potential adverse events of vns therapy.

Event description:
Reporter indicated that the patient was hospitalized for increased seizures. Recently, the vns settings had been turned up. Bradycardia was noted to be associated with stimulation and the ncp system was disabled. The bradycardia improved, but not to patient's normal heart rate. During the hospitalization, the patient's seizures increased and the ncp system was slowly titrated up to a therapeutic level for increased seizure control. The patient was later released and continues to receive vns therapy and maintain seizure control. The patient's heart rate is no longer bradycardic, but is lower than his normal baseline. The reporter has stated vns therapy is beneficial to this patient despite the patient's five-year history of bradycardia. No serious injury was reported.